Manufacturer narrative:
This event occurred in (B)(6). The affiliate added extra wash cycles for phosphate and determined the gear pump pressure was too low. The field service engineer replaced the gear pump head. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high phos2 phosphate (inorganic) ver.2 results on a cobas 6000 c (501) module. The customer provided questioned results for two patients. The initial results were not reported outside the laboratory. The customer performed repeat testing on the sample. Patient 1¿s initial phos2 result was 3.60 mmol/l, and repeat results were 2.48 mmol/l and 2.47 mmol/l. Patient 2¿s initial phos2 result was 2.79 mmol/l, and repeat results were 1.27 mmol/l and 1.26 mmol/l. The phos2 reagent lot number and expiration date were requested but not provided.